Event description:
Fire dept personnel attached the device to a pt diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. Paramedics arrived and immediatley used a lifepak 12 defibrillator/monitor to treat the pt. The pt's outcome was not reported.